Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2009, this patient underwent endovascular repair of a thoracic aortic aneurysm using two gore® tag® thoracic endoprostheses (tg3115/06592006, tg3415/06592014). The procedure was concluded with no endoleak present. On (B)(6) 2009, the patient was discharged from the hospital. Aneurysm diameter was 58 mm. No endoleaks were reported. On (B)(6) 2009, follow up imaging revealed the aneurysm diameter was 58 mm. A type ii endoleak was found. A wait-and-watch approach was taken. On (B)(6) 2010, follow up imaging revealed the aneurysm diameter remained 58 mm. The type ii endoleak was persisting. The physician decided to continue a wait-and-watch approach. On (B)(6) 2011, follow up imaging revealed the aneurysm diameter was 50 mm. The type ii endoleak was persisting. The physician decided to continue a wait-and-watch approach. On (B)(6) 2012, follow up imaging revealed the aneurysm diameter was 52 mm. The type ii endoleak was not seen on imaging. On (B)(6) 2013, follow up imaging revealed the aneurysm diameter increased to 59 mm. The physician decided on a wait-and-watch approach. On (B)(6) 2014, follow up imaging revealed the aneurysm diameter remained at 59 mm. The physician decided to continue a wait-and-watch approach. No further follow up has been reported to gore.

Manufacturer narrative:
Additional manufacturer narrative - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.